Manufacturer narrative:
The exact date of event was not reported. The retrospective study date of january 1, 2011, is used for the estimated date of event between january 2011 and december 2022. The literature article did not provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Literature source: reiko yamada; naohisa kuriyama; takamitsu tanaka; kenjie nose; yoshifumi nakamura; tetsuro miwata; junya tsuboi; shugo mizuno; hayato nakagawa. "Inside stent placement is suitable for preoperative biliary drainage in patients with perihilar cholangiocarcinoma." Bmc gastroenterology (2024) 24:174. Imdrf device code a010402 captures the reportable event of "recurrent biliary obstructions due to stent migration." Imdrf device code a1409 captures the reportable event of "recurrent biliary obstructions due to stent occlusion." Imdrf patient code e1109 captures the reportable patient complication of "preoperative cholangitis." Imdrf patient code e1021 captures the reportable patient complication of "pancreatitis." Imdrf patient code e0506 captures the reportable patient complication of "bleeding." Imdrf patient code e2401 captures the reportable patient complication of "other post-operative adverse events (clavien-dindo grade > iiia)." Imdrf impact code f1905 captures the "stent replacements." Imdrf impact code f08 captures the "prolonged hospitalizations and re-admissions during the follow up period." Imdrf impact code f2202 captures the event of endoscopic procedures performed. Imdrf impact code f0101 captures the "poor improvement of jaundice."

Event description:
Note: this report pertains to one of three devices mentioned in the literature article. Refer to manufacturer reports # 3005099803-2024-05701 and 3005099803-2024-05702 for the associated device information. Boston scientific became aware of events involving a flexima biliary stent with delivery system, advanix biliary stent with naviflex rx delivery system and spyglass ds direct visualization system through the article, inside stent placement is suitable for preoperative biliary drainage in patients with perihilar cholangiocarcinoma, by reiko yamada, et al. Per the article, a retrospective study was done comparing the use of inside stents (is) and conventional stents (cs) for preoperative endoscopic biliary stenting (ebs) in patients with localized perihilar cholangiocarcinoma (lphc) between january 2011 and december 2022. The following occurred with study patients among the cs group: recurrent biliary obstructions due to stent occlusion and stent migration, preoperative cholangitis, poor improvement of jaundice, pancreatitis, bleeding, other post-operative adverse events (clavien-dindo grade > iiia), stent replacements, prolonged hospitalizations, and re-admissions during the follow up period. Please see the referenced article for full details and full listing of physicians and healthcare facilities.